Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise, oversensing and high pacing impedance measurements of 1,500 ohms in bipolar configuration one day post device implant. The minute ventilation (mv) feature was suspected to be the root cause, therefore, mv was programmed off. No adverse patient effects were reported. This product remains implanted and in service.